Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent foreshortening occurred. A guide wire was advanced to the main vessel and another wire was advanced to protect the side branch. A 3.00 x 20 synergy drug-eluting stent was then deployed to treat the lesion in the main vessel. During removal of the wire from the side branch, it was observed under fluoroscopy that the implanted stent had reduced in length. No patient complications were reported.